Event description:
It was reported that the patient fell asleep on battery power. Low power advisory and hazard alarms occurred as intended but were not responded to due to being hard of hearing. Emergency backup battery (ebb) operated the system until it drained. The patient was woken up by chest pain and admitted to the hospital. After switching out batteries and restarting the pump, the pump returned to operating at the set speed and chest pain was resolved. The patient was noted to be stable and planned to be discharged (B)(6) 2025. Log files were submitted for review which found controller clock corrupt alarm and 1 pump stop.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the patient¿s batteries completely depleting was confirmed via log file analysis. The controller event and periodic log files captured the patient¿s batteries fully depleting on (B)(6) 2025 after extended use. The backup battery continued to support normal pump operation for approximately 2 hours until it also depleted; then, the patient¿s pump was observed to have stopped. After an unknown period of time, the controller was reconnected to charged 14v batteries, and pump restarted and resumed operation. A controller clock not set alarm was observed due to the loss of power to the system which remained active throughout the remainder of the data. And no other notable events were recorded. The root cause of the reported event was determined to be user error in allowing the 14-volt batteries and the 11-volt backup battery to fully deplete. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU), the heartmate 3 patient handbook, are currently available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook instructs users to always connect to wall power when falling asleep or when the chance of sleep is possible. Users are warned that they may not hear low power alarms while asleep as battery power depletes which could result in the pump stopping. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) instructs users that backup battery power should only be used when in a power loss emergency. Inappropriate use of the backup battery¿s power may result in diminished run time during a power loss emergency. This section also instructs users that two new fully charged 14-volt batteries are expected to operate the system for approximately 17 hours, depending on your activity level. The heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) instructs users on how to react to and resolve alarms that sound from their system controller, including alarms associated with low voltage, no external power, and power cable disconnect conditions. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.